Manufacturer narrative:
Evaluation of warehouse and recovered inventory found apical plugs were not to design specifications. In response to recent FDA audit, retrospective review was performed; event was reassessed and determined to meet reporting requirements as device malfunction. Corrective and preventive actions have been initiate. This report filed on may 20, 2008.

Event description:
It was reported that during hip procedure in 2007, the apical plug did not fit the cup shell properly, would not allow polyethylene liner to seat properly.